Event description:
As reported, during a thrombectomy with this embolectomy fogarty catheter, the balloon burst. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained. As per product evaluation, it was found that the balloon was ruptured and the ruptured edges did not appear to match up.

Manufacturer narrative:
One fogarty catheter was sent to our product evaluation laboratory for a full evaluation. As received, balloon was found to be ruptured at the central area. Ruptured edges did not appear to match up. No other visible damage was observed from the catheter body nor windings. Through lumen was patent without any leakage or occlusion. Customer report of "balloon burst" was confirmed. Based on further investigation performed by the engineers in the manufacturing site, there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Additionally, as a part of the manufacturing process, the units go through the balloon and winding inspection. Per the instructions for use (IFU) "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.